Event description:
Eye redness, blurred vision, eye pain, sensitivity to light, sensation of something in both eyes-keratitis diagnosed from eye dr in 2007. I'm a contact lens user for more than 10 yrs, and I've been using the complete moisture plus contact lens solution. The following day, amo co recalled its product because of concerns over eye infections from acanthamoeba keratitis. The symptoms are the above mentioned. After a week's treatment, keratitis is still not treated. Keratitis diagnosed could be related to the use of the above product. Frequency: daily. Route ophthalmic. Dates of use: daily for about 2 years. Diagnosis or reason for use: myopia-wear of contact lenses.